Manufacturer narrative:
Concomitant medical products: product ID: 09036, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 09036. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation 2-3 weeks after implant. There were no external contributing factors. Diagnostics/troubleshooting was performed. Impedance measurement showed high impedances of >10,000 ohms on all electrodes. No interventions were taken yet, the lead will be replaced in the future. Surgery was scheduled for ¿week 16¿. The patient was alive with no injury. The issue was not resolved at the time of this event. No further complications were reported or anticipated.

Manufacturer narrative:
H6. The previously reported conclusion code(s) no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative clarifying that ¿week 16¿ meant from (B)(6) to (B)(6). The lead fractured and was replaced. It was noted that the manufacturer representative discussed this event with the physician. The physician agreed to make some adjustments in his lead and extension implant procedures which will reduce lead fracture risks. The patient has had a very successful trigeminal neuralgia/facial pain electrical stim treatment and pain reduction.

Manufacturer narrative:
Device analysis for the unknown lead revealed the proximal end conductor was broken. All four conductors were observed to be broken at/near the connector end of lead, connector weld sites. The locations of the breaks: ¿ unknown conductor broken 2.3cm from the proximal end of lead at connector weld site ¿ two unknown conductors broken 1.9cm from the proximal end of lead at connector weld sites ¿ unknown conductor broken 1.1cm from the proximal end of lead at connector weld site a functional continuity test was performed using a digital multi-meter. The conductors were found to be open with no shorts in circuits. If information is provided in the future, a supplemental report will be issued.